Manufacturer narrative:
This report is submitted on (B)(6) 2018.(B)(4).

Event description:
Per the clinic, the patient experienced pain and a loss of osseointegration resulting in fixture loss. The patient was not reimplanted with another device as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report, this report is filed on july 27, 2018.